Event description:
The customer called to have a broken belt clip replaced and reported experiencing high blood glucose of 480 mg/dl. Customer treated with a bolus on the insulin pump. The device will not be returned for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.